Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was returned after explant indicating the device was replaced with another crt-d due to normal battery depletion. Preliminary laboratory analysis showed that this device fell short of expected longevity calculations.